Event description:
It was reported that low impedance was observed on the atrial lead. The lead was capped and replaced. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(6).